Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: damage: worn/stripped. Visual inspection: one va locking screw was returned for evaluation. The visual inspection confirmed that the thread flanks at the screw head and at the screw shaft are flattened on almost the entire thread length. The anodized layer is partially worn away and the stardrive screw recess presents signs of use. Dimensional inspection the relevant dimensions of the screw shaft could not be checked due to the damage incurred. Document / specification review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The va locking screw is made from titanium alloy. Summary the complaint condition is confirmed as the returned va locking screw presents flattened thread flanks on the screw head as well as on the screw shaft. This production lot (6l41871) was manufactured in november 2019 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. The flattened thread flanks are a clear indication for high applied forces during screw insertion, it is most likely that the va locking screw was not properly aligned during insertion and subsequent contact with plate hole in combination with high applied forces caused the deformation of the thread flanks which finally prevented the va locking screw from proper locking. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: sterile-part part: 04.211.040s, lot: 6l41871, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: nov. 14, 2019, expiry date: nov. 01, 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non-sterile-part part: 04.211.040, lot: 18p2810, manufacturing site: monument. Manufacturing location: monument, manufacturing date: oct 16, 2019, part number: 04.211.040, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 40mm, lot number: 18p2810 (non-sterile), lot quantity: 229 . For pieces were scrapped in cell at op #10, mill shaft threads, after being dropped. Production order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, in process/inspect dimensional/final inspection, ns049907 rev n met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.040.999, 2.8mm ti screw blank 40mm 02.7 variable angle w/sd8 lot number: h778306, lot quantity: 236. Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional, ns070568 rev e met all inspection acceptance criteria. Device history review jul 08, 2020: DHR reviewed . This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for distal humerus fracture. During the surgery, the surgeon inserted the screw, but the screw wasn¿t locked even though the screw was inserted completely. The surgery was completed successfully with less than 30 minutes delay. The patient outcome was stable. This complaint involves one (1) device. This report is for (1) 2.7mm ti va lckng scr slf-tpng. This is report 2 of 2 for (B)(4).